Event description:
It was reported that externalized conductor was observed via x-ray. No electrical problem was observed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.